Manufacturer narrative:
At this time the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced chest pain and shortness of breath the day after this right atrial (ra) lead was implanted. A transthoracic ultrasound confirmed the ra lead had perforated the patient's heart wall. As result, a surgical revision was performed and the lead was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.